Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported condition in which the pump would not sense a closed door was reproduced and confirmed through evaluation. The device would prompt the user to close the door even after loading the set and closing the door. This condition was determined to have been caused by a dislodged lower hook switch. The lower auxiliary assembly (containing the hook switch) was replaced.

Event description:
It was reported a spectrum pump would sense an open door even when the door was closed. Any patient involvement, injury or medical intervention is unknown.